Event description:
A verathon bladder scanner was used at 02:15 on patient who had not voided since the last straight cath at 06:42. The bladder scanner showed 165cc in her bladder. An order was obtained to straight cath anyway. She was straight cathed at 03:03 for 600cc.